Event description:
It was reported that the 9800 system alarm failed to sound during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation on the controller board during the service call. The system was tested and found to be working as intended and put back into service.